Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not capturing at maximum outputs. It was suspected that calcification around the lead was the cause. The ra lead was surgically abandoned and replaced during a device change out procedure. There were no additional adverse patient effects reported.